Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user unable to login. A technical support specialist (tss) connected remotely to the server to review the user account and determined that it was locked and advised the user to contact hospital information technology (it). Later the customer reported being unable to log in to the station and hospital it attempted to unlock the account in active directory; however, the login issue persisted. Tss followed up with the customer multiple times to get further information regarding the login issue resolved or persisted for further troubleshooting but didn't receive any. So tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ es server, one user was unable to log in to the server and could not be authenticated. The user had updated their password the previous week and was subsequently unable to access the server. The error message received stated, unable to authenticate. There were no adverse events or injuries reported based on this event.